Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-08947 which was submitted on july 16, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the lid of the subject device was cracked at the unspecified timing. The field service engineer of olympus visited to the user facility and replaced the lid of the subject device. There was no patient injury associated with this report.